Event description:
It was reported that during use in a surgical procedure at the user facility, the device would not inflate properly and was leaking air, a condition in which the device may not hold the correct pressure. The procedure was completed successfully. There was no surgical delay, no medical intervention, and no adverse consequences reported with this event.